Event description:
Patient had an anterior cervical discectomy and zero-p implantation, level c6 - c7, on (B)(6) 2012. Approximately 6 weeks later, follow up visit, an x-ray showed the lateral screw on the patient's left backed out slightly. Patient complained of difficulty swallowing and experienced pain. Patient was returned to operating room on (B)(6) 2012, surgeon explanted the one screw that backed out, all other hardware was left intact. This is 1 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.